Event description:
It was reported the gastrointestinal videoscope experienced an error b30 during inspection for use. There were no reports of patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. The subject device was returned, evaluated, and the user's report was not confirmed. Based on the results of the investigation and the condition of the returned device, a definitive root cause of the issue could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.